Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: f/g,promus element plus,mr,ous 2.50x28mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage and movement on the balloon. The stent had moved distally on the balloon such that the proximal end of the stent was 7 mm distal of the distal edge of the proximal markerband and the distal end of the stent was stretched over the distal markerband. Damage was noted across the entire stent. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found a mid-shaft kink immediately proximal of the wire exchange port. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The patient presented with unstable angina and myocardial infarction less than 72 hours prior. Vascular access was obtained via the femoral artery. The 90% stenosed, 3x25mm target lesion was located in the moderately tortuous and moderately calcified ostial left circumflex artery. After pre-dilatation was performed with a 3x20mm maverick balloon catheter, a 2.50x28mm promus element¿ plus drug-eluting stent was advanced to treat the lesion; however, the stent was damaged and so the device was removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The patient presented with unstable angina and myocardial infarction less than 72 hours prior. Vascular access was obtained via the femoral artery. The 90% stenosed, 3x25mm target lesion was located in the moderately tortuous and moderately calcified ostial left circumflex artery. After pre-dilatation was performed with a 3x20mm maverick balloon catheter, a 2.50x28mm promus element¿ plus drug-eluting stent was advanced to treat the lesion; however, the stent was damaged and so the device was removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.